Event description:
It was reported that the gastroscope had an unstable image with broken beams and difficulty performing white balance, with unusual colors even though the word ¿ok¿ appears on the screen. The issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; g3; h2; h3; h6; h7; h9 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable was broken; image was purple. A root cause could not be identified. However, based on the results of the investigation, it is likely the following led to the malfunction: due to the broken video cable, the image was purple. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.